Event description:
It was reported to boston scientific corporation that a gi guidewire was used during a procedure. According to the complainant, once the radiologist pulled the guidewire from the packaging, the wire separated from the mandrill. Attempts to obtain additional information regarding the circumstances surrounding this device have been unsuccessful to date. Should any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gi guidewire was used during a procedure. According to the complainant, once the radiologist pulled the guidewire from the packaging, the wire separated from the mandrill. Attempts to obtain additional information regarding the circumstances surrounding this device have been unsuccessful to date. Should any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of guidewire detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.